Event description:
Device has been explanted.

Manufacturer narrative:
Continued e1: (phone number): (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone migration and device rupture.

Event description:
Healthcare professional reported, "needs implant replaced". Later, healthcare professional reported, ¿capsular contracture, I". And via MRI reported, ¿irregularities in the elastomer, suggesting intracapsular rupture", "free silicone, indicating associated extracapsular rupture". And "axillary lymph nodes on the left showing silicone inside¿. This record is for the left side. Device remains implanted.

Event description:
Healthcare professional reported "needs implant replaced". Later, healthcare professional reported ¿capsular contracture: I" and via MRI reported ¿irregularities in the elastomer suggesting intracapsular rupture", "free silicone, indicating associated extracapsular rupture", and "axillary lymph nodes on the left showing silicone inside¿. This record is for the left side. Device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. Silicone migration: unable to observe since it is not related to the device. No additional observations are performed.